Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03416. It was reported the patient experiences uncomfortable overstimulation. An sjm representative was unable to resolve the issue with reprogramming as unintended left rib stimulation occurred. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report:1627487-2015-03416 and 1627487-2016-00082. Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the scs anchors were explanted/replaced and excessive scar tissue was removed from the anchor site. Effective stimulation was restored with the surgical intervention. The scs anchors (same lot) are being reported as device 3.